Manufacturer narrative:
Due to a system issue, unable to select ¿death¿ as the outcome attributed to adverse event because the ¿date of death¿ is unknown. Attempts to obtain detailed information regarding patient and event were unsuccessful. (B)(4).

Event description:
It was reported that a 4mm transnasal bur was used in an anterior skull base case where the patient¿s carotid artery was damaged, resulting in an emergency situation in the ¿theatre.¿ although the patient was stabilized prior to being transferred to the ¿ward¿, unfortunately the patient died due to the damage sustained to their carotid artery. This is the only information provided¿however, the surgeon was confident that the event was not the fault of the transnasal bur. There is currently an internal investigation at the hospital to establish the facts of what happened.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: (1) legend ehs stylus motor (em200); sn: unknown; manufactured: unknown; device not returned to medtronic; 510k: k012453 (B)(4) 2015.